Event description:
Malfunction: particulate shed from device. The nurse reported a metal particulate was found in the anterior chamber of the eye. The nurse did not know if the metal particulate was removed from the eye. The nurse stated they have quarantined the fragmatome handpiece and will send it in for evaluation. Additional information has been requested on the patient status.

Manufacturer narrative:
The fragmatome handpiece is returning for in-house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).